Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine scheduled pulse generator change out procedure. It was noted that the right atrial lead had a history of myopotential oversensing which led to pacing inhibition. Upon opening the pocket, the physician noted that the lead insulation was abraded. The lead was successfully capped and replaced. The patient would continue to be monitored.